Event description:
Omnipod has issued a recall of their pods. They are supposed to replace pods includedin the recall. I had an issue with a shipment of recalled pods being packaged verynegligently. The box was much bigger than its contents and they used envelopes aspadding instead of bubble wrap. Everything inside just banged around during transport.All the contents were broken and smashed. There were pieces of sharp plastic andcracked needle caps leaving needle tips exposed. I have reached out to them numeroustimes and they are refusing to replace the broken pods. These pods were in the recalland should be replaced without an issue. I have sent back many pods to them.